Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2015.

Event description:
About two months post implant it was reported that the patient presented to the ER (emergency room) with chest pain and negative troponins. The patient complained that the device was flipping around in the pocket and causing pain. The patient said it was happening often. Assessment in the ER showed that the generator was very mobile and loose within the pocket. The physicians determined the chest pain was related to the flipping of the device in the pocket and noted the patient was obese. The device was repositioned due to the migration and remains in use. The patient is enrolled in the adaptresponse study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's chest pain relieved spontaneously. No medications were given. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.